Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zebra guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the guidewire perforated the patient's kidney. The physician believed that the guidewire distal tip was harder than the ones used previously. Per physician's assessment, the perforation was caused by the guidewire. The patient did not present any symptoms and no interventions/ treatments were given to the patient for the perforation. The procedure was completed with this zebra guidewire. The patient's condition at the conclusion of the procedure was reported to be stable.